Manufacturer narrative:
Device received with blank display due to interface board broken solder joint. Unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer stated that insulin pump was not working and had a blank display. Customer treated herself with manual injection. Troubleshooting was declined for high blood glucose and also display did not returned. The product be returned for analysis.